Event description:
During an endoscopic third ventriculostomy, dr. Was using the channel scope in the patients brain for visualization, when the screen suddenly went black. The scope was immediately removed from the brain, and when the nurse examined the clarus box the scope was plugged into, they discovered there was water inside the connection site. The team realized water from the scope irrigation was flowing down the cord, into the plug, causing the box to short out, and the screen to go black. The channel scope was removed from the field, and a different scope system was used to proceed with the case.